Event description:
Shock delivered to conscious pt during deployment of AED.

Manufacturer narrative:
Method: device internal memory and event ECG reviewed. Conclusion: in this instance there is no death and no reported injury. Report submitted as it cannot be conclusively stated that recurrence would not result in an adverse event/outcome.